Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not recognize the cassette. There was no patient involvement. The issue was found during inspection.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found that the downstream occlusion (dso) seal was damaged. The dso sensor and seal were both replaced.